Event description:
It was reported that the surgeon inadvertently implanted the second stent from a trabecular microbypass stent system in the ciliary body band (posterior to the scleral spur). There was no report of injury. Through follow-up, the surgeon consulted for an expert''s opinion who reported discussing monitoring techniques, including treatment options based on the patient''s condition and/or stent positioning. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).

Event description:
Through follow-up for additional information, the patient status was described as "doing well, vision is good and intraocular pressure (iop) is controlled".